Event description:
The stent was deployed successfully. The stent was inadvertently uncrossed with wire guide prior to post-dilatation. Recrossed with looped wire guide, passed post-dilatation balloon and inflated. It was noted that the wire and balloon had been passed under the first couple of stent struts. Upon inflation, stent became distorted. Vessel was patent; however, the physician did not like and decided to send pt to surgery.